Event description:
Battery operated cautery ignited a 4 x 4 during surgical removal of a sebaceous cyst from pt's head. On-off switch appears to be sticking in "on" position without operator being aware of situation.